Event description:
During the installation of the customer¿s scope, the olympus (omsi) field service engineer became aware when inspecting the customer video system for appearance of orange color band/lines at display when the fiberoptic scope is connected, the video output port was found damaged, no connection is possible. No death, injury or harm was reported. The device will be returned for service/repair.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The reported issue was confirmed, the video connector port was broken. Additionally, the orange color band/lines and noise on the image could not be confirmed. The (dc) plate was found missing from the top cover, and the (cul) seal is missing from the chassis. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a broken video connector port (bnc connector deformed) was confirmed, and the cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.